Event description:
(B)(4). It was reported that post a stenting treatment procedure, side branch stenosis increased. (B)(6) 2013 - the patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending (lad) artery with 75% stenosis, a length of 20 mm, and reference vessel diameter of 3.0 mm which was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent. Following post dilatation residual stenosis was 0%. The patient was discharged two days later on dual antiplatelet therapy. Angiography results prior to the procedure revealed a 55% side branch stenosis in the 1st septal. Post procedure angiography revealed a 95% side branch stenosis in the 1st septal.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).